Event description:
During service, a baxter technician discovered the condition of a colleague pump with an inoperable channel select key on the channel b pump head module keypad. There was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4)during a pre-screen evaluation by service, an "inoperable channel select key on the channel b pump head module keypad", was discovered, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.